Event description:
The customer contact reported, the pump was returned from an unspecified location with a report of "broken." During testing at the user facility, the device delivered more than expected. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.